Manufacturer narrative:
The following section were updated: b4, b5, d4, g3, g6, h2, h4, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to manufacturing issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: south africa. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the device was identified as faulty. The device battery had leaked on the container. There was no harm or delay reported as there was no patient involvement. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.